Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's multi-function cable was shorting out and was causing the device to charge energy intermittently. Complainant did not indicate that there was any patient involvement in the reported malfunction.